Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was not observed. Delivery accuracy of 250 ml/hr and 25 ml tested in spec at 5 minutes 55 seconds or 102% of expected accuracy. Review of the device history log showed that the pump operated as intended. Preventative maintenance was performed under work order (B)(4). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: chemo was programmed to run over 1 and 1/2 hours. Ten minutes before infusion supposed to be done, nurse found that there is still more med left than it should be. Nurse verified that pump was programmed correctly.